Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device which were sent to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing due to the discoloration of the tubing along the water pathway.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 06/01/2023. As of the date of this report, there has been no response to the recommendation.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device which were sent to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing due to the discoloration of the tubing along the water pathway.